Manufacturer narrative:
Follow-up #1: date of submission 03/03/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2016 with the following findings: a review of the pump black box data showed a cs 064 call service alarm with high force occurred due to an occlusion during prime. During testing, the pump rewind, load, and prime steps were performed successfully and the pump was exercised for 24 hours with no call service alarms emitted. The complaint of a cs 064 call service alarm issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the audio bolus button was unresponsive and the audio bolus button slug was missing from the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.